Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to observations of oversensing and high thresholds. It was noted there was no pacing inhibition. A new lead was implant successfully. No additional adverse patient effects were reported.